Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: august 26th, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device revealed that it was received with the plunger rod fully retracted. Viscoelastic residue was distributed through the entire length of the cartridge. No damage could be observed on the cartridge tip or through the cartridge. The lens module was inspected, presenting with no damage or viscoelastic residue. Device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and no damage or resistance was identified. The complaint issue "cartridge tip cracked/damaged" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: march 6, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: viscoelastic residue was distributed through the entire length of the cartridge. The cartridge tip was inspected and cleaned, revealing damage to the top outside portion of the cartridge tip where cartridge tip material was peeled off causing a flap (this damage is consistent with the damage observed in the customer's photographs). Further evaluation revealed that due to the product being used, the origin of this damage could not be confirmed to be related to the manufacturing process. The lens module was inspected, revealing no damage or viscoelastic residue. The device assembly was inspected, revealing no issues. The plunger rod advancement was inspected, and no damage or resistance was identified. No further issues were observed. Additional evaluation was performed at the manufacturing site. Visual inspection revealed that the cartridge tip area seemed rough; no crack and/or chip was observed. There was no product deficiency and/or evidence suggesting the complaint unit was affected by the manufacturing process; and no manufacturing defects were observed that could cause the reported condition. An assignable cause could not be traced back to the manufacturing process. The complaint issue "cartridge tip cracked/damaged" was identified during product and photograph evaluation. However, based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip of the preloaded extended depth of focus intraocular lens (iol) was cracked and chipped at the time of implantation. The chipped portion was not found in the patient¿s eye. No patient injury was reported. No intervention was required. No further details were provided.